Manufacturer narrative:
(B)(4). The received samples were subjected to a visual exam. Damages were not detected. The original wing cap was assigned by the customer. After opening the top cap and removing the closing cone, we detected solution (liquid) and crystallized drug residues at the filling port (lli-cone). We detected air inside the tube and we detected an air bubble inside the flow restrictor. Moreover, we detected residues of fluid, respectively crystallized drug residues, at the lla-cone of the pt connector. During the test of the flow rates, we did not detect any leaks at the samples. The received samples are within specification. We have informed our production site accordingly. We did check system for the easypump ii product code (B)(4), batch no 2d1128ed13, found that this batch was manufactured on 04/11/2012, released normally to the market without any quality nonconforming raised. It was correctly manufactured following manufacturing process instruction. This batch was normal production following the manufacturing process instruction and the flow rate test results are all complied with the specification. We have reviewed this batch record (in (B)(4)). The manufacturing did not find any error concerning flow rate. We didn't find any possible root cause related to flow rate measurement process. So, we confirmed that this lot was produced according to product specification. We assess this complaint to be not justified.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6)): the flow of this easypump is 4 - 6 hours too fast, even when the flow restrictor isn't fixed on the pt. Medication is 2 gram meropenem in nacl 0.9%.